Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cemented bipolar hip, with a summit cemented stem, there was an issue with the lot of depuy 1 cement below. 2 boxes were opened and mixed with a stryker power mixer for 45 seconds. It was 66 degrees in the room. At approximately 1 minute and 45 seconds surgeon started to put cement down the canal and about half way up the canal he started complaining that it was hard to get out of the gun. Surgeon checked the setting on the gun and changed it and it was still hard to get out. Surgeon then started claiming that it was setting up too quickly. At between 5 and 6 minutes the cement was completely set up in the canal, with no stem in the canal. Due to the doctor's inexperience, surgeon closed the patient with a femur full of cement and no stem. Someone else went in the following day, took the cement out and was able to put the originally intended construct in (summit cemented bipolar). Every check was done to ensure the right cement was used. The same lot was then tested at hospital 3 days later and it set up in a more typical fashion. More than 25 of the same lot had already been used at the hospital with no issue. Doi: unknown; dor: unknown; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: a manufacturing record evaluation was performed for the finished device 3312040, lot 9424331, and no non-conformances / manufacturing irregularities related to the malfunction were identified.